Event description:
It was reported prior to using bd vacutainer® k2e 10.8mg plus blood collection tubes there were an unspecified number of bowed tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-dec-2024. Investigation summary: bd received 93 samples and 2 photos for investigation. The customer samples and photos were reviewed and the indicated failure mode for bowed tube was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of bowed tubes was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode bowed tubes. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2e 10.8mg plus blood collection tubes there were an unspecified number of bowed tubes. No adverse impact was reported regarding the patient or user.